Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) from a hemodialysis (hd) facility reported that a dialyzer blood leak occurred approximately forty minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be internal. The fa stated blood was visually observed within the dialysate compartment of the device. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood test strip was used to test for the presence of blood, and it tested positive. No physical damage was noticed on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reported to be available for manufacturer evaluation.

Event description:
The facility administrator (fa) from a hemodialysis (hd) facility reported that a dialyzer blood leak occurred approximately forty minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be internal. The fa stated blood was visually observed within the dialysate compartment of the device. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood test strip was used to test for the presence of blood, and it tested positive. No physical damage was noticed on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. However, a photograph was provided which shows an up-close view of the dialyzer, with the label in view. There is a collection of blood on the outside of the fibers within the bell housing of the dialyzer. This is indicative of an internal leak; however, there is no visible damage on the dialyzer pointing to a cause. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The photograph indicates that an internal leak occurred; however, the cause cannot be determined based on the photograph alone and the actual sample was not returned for testing. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.